Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer had also been experiencing high blood glucose. The customer's blood glucose was around 300 mg/dl. The customer had done a complete set changed the day prior, but the high blood glucose persisted. The customer treated the high blood glucose with manual injections. The customer's insulin pump then started alarming no delivery. The customer drank water to stay hydrated. The customer's mother declined troubleshooting for all of the issues. Advised a replacement insulin pump would be sent per mother's request. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.